Event description:
It was reported that prior to patient use, the cuff of a tracheal tube would not fully deflate. There was no patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The device was returned for investigation. Both cuffs on the returned unit were inflated and deflated. Both cuffs were found to function as intended. The reported defect could not be detected on the returned sample. All products undergo a four hour inflate deflate test prior to release from the manufacturing facility.